Event description:
Customer experienced multiple intermittent unspecified cartridge alarms. There was no adverse impact to the customer's blood glucose level. A follow-up call was made regarding the cartridge alarms, but there was no response, and a message was left to determine the specific alarm type. No additional information was received regarding the outcome of the event.